Event description:
The patient underwent hernia repair and a nissen fundoplication followed immediately with upper endoscopy esophageal screening and brush biopsy testing. The hernia repair had been delayed for 5 years in this patient. After the physician used the brush to collect the esophageal specimen, a tiny perforation was noted in the esophagus. The physician noted that the esophageal tissue was extremely friable and thin, and attributed these changes to chronic systemic steroid use to control rheumatoid arthritis, which made this patient very susceptible to perforation. The patient did not undergo sampling with forceps biopsy. The physician immediately repaired the defect with simple closure and a follow-up barium swallow the next day did not show any leakage or defect. The patient completely recovered and was discharged without any sequela.